Event description:
It was reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed. The customer stated that she heard a grinding and the device alarmed motor error. Ran a displacement test, and the insulin pump did not pass the test. Advised customer to discontinue use of the insulin pump and revert to back up. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.